Event description:
The user facility reported a 69year-old female in st elevated myocardial infarction was implanted with an impella 5.5 device for mechanical circulatory support. During attempted manipulation of the impella pump's position, a ventricular rupture occurred. Intervention was required in the form of plegeted sutures to repair the injury.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Manufacturer narrative:
The investigation into the reported ventricle perforation has been completed since the original report was filed. No product was returned. As per clinical imaging revealed suboptimal placement of 5.5 pump appearing to contact mv. Multiple attempts to torque cannula clockwise were unsuccessful resulting in lv lateral wall rupture. Data logs were reviewed, and no positioning issue alarms were observed. The cause of the ventricle perforation issue was most likely patient condition related per clinical review.